Manufacturer narrative:
Section b3: as the date of the event is unknown, the date of the event is estimated as april of 2026. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient started having systemic allergic reactions since her surgery. The patient wore the 72r electrodes 24/7 and changed them every night. The patient reported breaking out in little bumps which were all over the body. The patient went to urgent care and was given prednisone and topical cream. This did not work. The patient advised that they would go to an allergist soon to determine what is causing the issue. The patient was shipped alternate electrodes to try and will conduct a timed test. No further information was provided.